Event description:
It was reported that the patient presented for a post implant check complaining of chest pain. Device interrogation revealed high capture thresholds. In the emergency capture thresholds returned to normal. The patient was experiencing chest pain at high outputs. An echocardiogram was taken but revealed no anomalies. The physician suspected a microperforation. The lead was repositioned to resolve the issue. The patient was stable post procedure.